Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading on an adc blood glucose meter. Customer reported a reading of 236 mg/dl which was higher than a lab reading of 124 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product's were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The reported reading was found in the meter's memory however, it was not taken in the same month that customer called and reported the complaint. Serial no has been updated based on returned product received.

Event description:
Customer reported receiving a high reading on an adc blood glucose meter.customer reported a reading of 236 mg/dl which was higher than a lab reading of 124 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.